Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approx 2 months ago. Aneurysm morphology from the time of implant was not reported. The aortic neck was about 35 mm in length, not really calcified and mild angulated. It was reported that the patient may have compromised renal arteries, however there is still good blood flow. The physician is monitoring the patient, currently there is no plan for intervention. No add'l clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: (arterial and venous occlusion).